Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, eight years and ten months of post deployment, the patient was reported to have chronic lumbar pain. Around, three months and one week later, computed tomography of the abdomen and pelvis without contrast was performed for the patient with abdominal pain which demonstrated that filter appeared in good position. Around, six months later, a computed tomography abdomen pelvis wo contrast was performed. The scan was positive for grade 3 perforation. Left lateral struts x2 abuts aortic wall (4mm, 2mm) and posterior struts x2 abuts sup l4 (6mm, 9mm). One leg has penetrated the periosteum of a vertebra. Several others have penetrated into the pericaval/mesenteric fat. The filter was located at superior l3 to superior l4. There was a 19 degrees tilt to the right in coronal images. Around, two years and nine months later, computed tomography angiogram of chest was performed for the patient to evaluate the chest pain and shortness of breath. The impression of the study indicated no finding for pulmonary embolism or aortic dissection. On the same day, computed tomography of abdomen and pelvis without and with pelvis was performed for the patient with right sided abdominal pain which indicated that filter was seen. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.